Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. After multiple good faith attempts the customers hygiene microbiological investigation (hmi) testing results and cleaning, disinfection and sterilization (cds) practices were unable to be obtained. If additional information becomes available this report will be supplemented accordingly. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the light guide and objective lenses were scratched, the bending section rubber glue was lifted, the air/water and suction cylinder marks were faded, there was insufficient angulation, and there was image noise/white noise. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms found through culture testing by the user after reprocessing could not be confirmed. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, no organisms were detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and the results are currently pending. The device has not been received for physical evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was a suspicion the evis exera iii gastrointestinal videoscope was contaminated. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.